Event description:
In early 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving inaccurate high readings. This complaint is classified according to the documentation on the customer care advocate and answers to the follow-up question obtained on 12/14/08. The pt tests her blood glucose 4 times per day and controls her diabetes with levimir and novolog insulin. The levimir dose is a set dosage of 4 units taken every night. The pt takes novolog insulin based on a sliding scale per the carbohydrate intake and the lfs meter readings. Seventeen days later, the reporter took the pt's blood glucose reading on the subject meter and fed the pt lunch. Based on the carbohydrate intake and an unspecified "high" meter reading obtained during lunchtime, the reporter allegedly provided the pt with 13 units no novolog insulin. At around 2:00pm, the reporter was away from home and decided to call the pt. The reporter indicated that the pt was sounding incoherent. When the reporter arrived at home at around 2:30pm, he said he found the pt passed out on the floor. The pt obtained a blood glucose reading of "50 mg/dl" on the subject meter, tested again obtaining "100 mg/dl" on the another onetouch ultra meter, and tested a third time obtaining "60 mg/dl" on a subject meter. The reporter called the paramedics. Upon arrival at 2:40pm, the paramedic tested the pt at "30 mg/dl" on that paramedic's meter. The paramedics treated the pt with IV glucose on the way to the hosp. The pt was admitted into the hosp for 2 days and was diagnosed with "dangerously high potassium level" and "extremely low pulse rate." The pt was released from the hosp with a blood glucose reading of "200 mg/dl." The pt's diabetes medication regimen was not changed prior to or after the hosp incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. The pt reported blood glucose results of "238 mg/dl" with a lifescan meter and "30 mg/dl" on another meter, performed within 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reporter claimed that the pt had an insulin reaction and was treated for hypoglycemia after she received insulin per the lfs meter reading. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.